Manufacturer narrative:
The reported ultra fast-fix curved assembly, used in treatment, has been returned for evaluation. Visual assessment of the device showed the depth limiter has been trimmed to the surgeons desired length. The trigger has been fully advanced. No suture or ts remain on the delivery needle but were returned. Examination of the construct showed t1 has been broken off of the suture and was not returned. T2 and the suture show no abnormalities. The condition of the device indicates the trigger was likely advanced during deployment of t1 causing the pre-deployment of t2 simultaneously. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a meniscus repair surgery, the ultra fast fix t1 and t2 implants was simultaneously deployed. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.